Manufacturer narrative:
Correction information was provided in d.6.a., d.6.b and h.6. Correction: on initial MDR the evaluation code b17 was an error. It should have been b18 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description, the haptic remains glued to the optic and no patient impact was reported. Additional information was received and stated, the haptic remain stuck to the optic inside the patient eye. The lens was explanted and re-implanted in the same procedure. Additional information was received and stated, anterior haptic was stuck to the optic. A manual deployment was attempted before explantation and no abnormal resistance was encountered during insertion. The surgery was completed during the same procedure with back up lens used.